Manufacturer narrative:
(B)(4). The device or applicable imaging studies has not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that the patient with lumbar spinal canal stenosis underwent surgery for tlif at l3-5 with peek interbody device and posterior fixation. Two weeks post-op, the surgeon confirmed the peek cage had backed out and the patient complains of buttock pain. A revision surgery was done to remove the device and replace with two new cages via plif and to extend the fixation to the sacrum.